Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook on the permanent cautery hook (pch) was not rotating properly. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken proximal clevis at the ears of the clevis. This caused the hook not to rotate properly. The broken pieces were returned, measuring roughly 0.2235¿ x 0.1712¿ in sizes. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage. Additional observation not reported by site: the instrument was found to have corrosion/contamination on the grip bearings. Input disk bearings #6 exhibited orange discoloration. The corrosion was observed on the inner ring components of the bearing.

Event description:
Refer to h10/h11 for follow-up information.